Event description:
Approx one month after fenestraton of arachnoid cyst and cranial bone fixation with device, pt developed a csf leak and displacement of bone graft on CT. Upon examination in or after old incision was opened, it was noted that one of the cranial fixation devices had broken.